Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that the: 03.010.523, lot 8836146 manufacturing location: (B)(4), manufacturing date: 12.may.2014. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during an initial lateral entry femoral nail left procedure on (B)(6) 2016, while inserting the nail the threaded end of the driving cap broke off into the insertion handle. Another set was readily available and was used to continue inserting the nail. Procedure was completed successfully with no delay and no harm to patient. This complaint has 1 device. Concomitant devices reported: radiolucent insertion handle for expert nails/100mm (part number 03.010.486, lot number 8797532, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). A product development investigation was performed for the subject device (driving cap/threaded, part number 03.010.523, lot number 8836146). The subject device was received with the complaint reporting the threads broke off inside the radiolucent insertion handle intraoperatively with no patient harm or surgical delay. The 03.010.523 driving cap is an instrument routinely used in the titanium cannulated tibial nails system per the associated technique guide. The relevant drawing for the returned device was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the instrument lot number and no mrrs, ncrs or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. The distal threads of the driving cap had broken off. The broken fragment was not returned. The driving cap also showed signs of wear and impaction along the shaft and proximal end. Although the exact cause for the complaint condition could not be determined, the damage to the driving cap is most likely the result of off-axis hammering on the device before fully seating the driving cap on the insertion handle or from cross threading the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.